Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: 0001223054, 0001226191, 0001226212 (potential lots) d4: expiration date: 14aug2026, 18aug2026, 21aug2026 d4: UDI: (B)(4). D6b: explanted date: device was not explanted h4: device manufacture date: 14aug2025, 18aug2025, 21aug2025 one (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath was returned. The hemostasis sheath was mated with an arteriotomy locator to inspect the transition region between the components. The distal tip of the sheath appeared deformed. No other damage or issues were identified. The hemostasis sheath was mated with an arteriotomy locator to inspect the transition region between the components. The distal tip of the sheath appeared deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventive action was opened. The CAPA will evaluate for the potential of systemic contributing factors. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Terumo medical corporation received the following information: it was reported that there is a gap at the transition of the angio-seal sheath and the arteriotomy locator. The physician used a 6fr dilator prior because he said he could feel the sheath "catching". There was no bodily harm caused to the patient and the patient remained in stable condition. Hemostasis was achieved with the device. There was no blood loss. The type of procedure is unknown. The procedure sheath size used was a 5fr. The user did not have difficulty inserting the locator into the hub. There was audible click on mating. There was tactile feedback after mating. The user attempted to mate the locator and hub just once. The locator did not separate after mating with the hub, and it was not too loose to stay in place. There was no noticeable damage to the device.